Manufacturer narrative:
Concomitant medical product: dtba1d1 ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department after hearing an audible alert. A remote monitoring transmission indicated that the right ventricular (rv) lead had numerous short v-v intervals and non-sustained episodes of oversensing. The rv lead was suspected to be fractured just above the superior vena cava (svc). The lead was programmed off and later explanted and replaced. No patient complications have been reported as a result of this event.